Manufacturer narrative:
H3 product analysis: - as found condition: the pipeline flex embolization shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. - damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. - conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the lesion characteristics of 5.6 mm aneurysm of the internal carotid artery. It was noted that the vessel tortuosity was moderate. The siphon curve at the deployment site was significantly flattened. The procedure was completed with another medtronic product. Since the deployment was performed in a curved section, it is believed that this made it difficult for the pipeline to open. The pipeline had been placed in a vessel bend when it failed to open.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ophthalmic(c6) aneurysm with a maximum diameter of 6 mm and a 4 mm neck diameter. It was reported that deployment was required in a highly curved siphon segment, so initial deployment was performed at m1, and the distal portion of the stent was deployed. Alignment was carried out at the siphon segment. The curve was not deployed well, and the ped2 stent failed to deploy at the distal section, so it was re-induced to m1. The expansion part was increased in m1, and then the tortuosity part was guided again to attempt expansion; however, it did not expand, so it was recorded as a failed expansion. The pipeline device was located within tortuous segments of the blood vessel. The vessel tortuosity was present at the proximal, center, and distal sides of the treated vessel. Less than 50% of the pipeline was deployed when it failed to open and was resheathed three or more times. There were no additional steps, such as using another device to deploy the stent. The pipeline was resheathed and removed with the microcatheter from the patient. No damage, such as deformation, breakage, or fraying, was observed on the pipeline delivery wire or stent after collection. There were no abnormalities in resistance during pipeline delivery, and no abnormalities or damage were observed in the concomitantly used phenom microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.